Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a damaged lower inner cover. There was no patient involvement. Additional information was received. The imaging system door would not open during a case. The customer stated that they attempted a reboot, but the door still would not open. Upon inspection of the unit, it was noted that the lower gantry cover had been damaged and was catching the door when opening, but did not prohibit the opening process. The door was opened and closed successfully twenty times without fail before being returned to the customer for patient use. Additional information stating that there was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000159, serial/lot #: -, ubd: , UDI#: h3) the manufacturer representative went to the site to test the imaging system. The site called stating that the imaging system door wouldn't open during a case. The site stated they attempted a reboot but the door still wouldn't open. Upon inspection of the unit it was noted that the lower gantry cover had been damaged and was catching the door when opening but didn't prohibit the opening process. The door was opened and closed successfully twenty times without fail before being returned to the site for patient use. A quote was generated for replacement of the lower gantry cover and sent to the site for approval. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.